Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stoma related complications are a known hazard of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
Patient in (B)(6) had been to hospital for duodopa initiation and had a percutaneous endoscopic gastrojejunostomy (peg-j) tube placed on (B)(6) 2016. He was discharged from hospital on (B)(6) 2016. Patient experienced small ooze around peg stoma site and was advised to clean the area with normal saline or soapy water during the shower and keep the area dry. On (B)(6) 2016, wife reported that the patient was treated with antibiotic cephalexin for peg site infection. On (B)(6) 2016, it was reported that the patient is feeling better with some improvement in peg site infection.